Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.brightness screen test passed.touch screen test passed.system air leak test passed.valve actuation test passed.teach pumps test passed.there were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler was presenting a display brightness problem and distorted display. Screen was dim during unknown cycle or phase and was too dim to see. Cycler is plugged directly into the wall socket. No recent outages. The patient was still connected and believed he still had about an hour left before finishing treatment. Advised patient to follow up with the pdrn regarding replacement and alternative treatment in the meantime. Patient also mentioned that when he was setting up for treatment the screen flickered. Advised to discontinue use of this cycler. Replaced cycler due screen brightness problem. The fresenius technical support representative issued the cycler replacement. Upon follow up, it was confirmed that patient was able to complete treatment on the reported day with the cycler. Cycler replacement was received and old cycler was picked up. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.